Manufacturer narrative:
Updated data: b2. B5. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of a transcatheter valve, upon leaving the operating room, an unspecified conduction disturbance occurred. Subsequently, a permanent pacemaker was implanted. Additional information was received that the permanent pacemaker was implanted after the valve implant procedure due to complete heart block (chb). During the implant of the pacemaker, the sheath was advanced from the femoral vein to the right atrium along the guidewire, and a retroperitoneal hemorrhage occurred as there was difficulty advancing the pacemaker sheath. The physician decided to advance the sheath via the jugular route, and there were no issues with the implant of the pacemaker. However, four days following the implant of the transcatheter valve, the patient died due to the retroperitoneal hemorrhage that was possibly caused by the strong pressure applied by the pacemaker sheath. Per the physician, the death was related to the implant procedure of the pacemaker; however, there was no causal relationship between the death and transcatheter valve, or the valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012867008); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of a transcatheter valve, upon leaving the operating room, an unspecified conduction disturbance occurred. Subsequently, a permanent pacemaker was implanted.